Event description:
Per the clinic, the patient experienced a recurrent infection (biofilm) at the implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). Explant is planned but has not taken place at the time of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.